Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 31st october 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® was received for investigation. Visual evaluation of the returned device noted significant damage to the anchor; it was noted that the implant had broken and both fragments remained assembled to the device. Functional testing was not performed due to the damage to the device. The bone quality of the patient was not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-eo revision 3, e. Warnings 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.